Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two knives exhibited less than optimal cutting efficiency during separate surgeries. Alternate knives were obtained in order to complete both procedures. There was no impact to either patient. Additional information has been requested.